Event description:
I was using allergan refresh eye drop to rewet contacts and I felt a particulate in my eye after one drop. When I remove the contact lens out of my eye, I noticed a sticky blackish meshlike substance on the lens. I decided to investigate by squeezing a few drops in a lens cup and noticed that there were more floating substances in the bottle. The lot number on the bottle is 71141 and exp date mar 13. The affected eye turned red and I have not been able to wear contacts today because of irritation. The solution is manufactured by allergan of (B)(4). Dates of use: (B)(6) 2011.